Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) via an implantable pump for non-malignant pain. It was reported that for the last "1.5 weeks," then the patient confirmed " (B)(6) 2021," the patient has been getting 8286 on the ptm. She looked up the code and it is showing "empty reservoir." She called the doctor and told them what the code meant and they told her to call the manufacturer. The pump is not alarming. Her last fill was a couple of months ago and her refill appointment is (B)(6) 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the healthcare provider reported that the cause for the empty pump was the patient neglected to schedule appointment when contacted about the alarm date. The patient¿s pump was filled on (B)(6) 2020 and informed of alarm date of (B)(6) 2021. The patient left the office without making follow up appointment. The patient called 2 weeks prior to appointment to verify alarm date prior to meds being ordered because patient has pa bolus enabled and her alarm date extends past alarm date. The patient stated at that time that the date displaying on their ptm was (B)(6) 2021 but she wasn¿t home to look at calendar and would call back to make appointment. The patient called back on (B)(6) 2021 stating she couldn¿t giver self a bolus and she was getting a 8286 code on the ptm when she attempted to use it. The patient was instructed to contact the manufacturer as the healthcare provider was not familiar with code specified and the patient¿s alarm date was supposedly (B)(6) 2021. At that time patient asked when her appointment was, and she was informed they did not have her scheduled for 3/3/21 since that was the latest update they had regarding her alarm date. The patient called back that after contacting the manufacturer; empty reservoir. The patient was informed they would have to order her meds but she could be rescheduled as soon as they were received. Unfortunately the patient did experience some withdrawal symptoms as reported when she came in for her refill on (B)(6) 2021. The main issue was lack of patient responsibility and follow up to make her appointment for her refill. The patient was fully aware of the importance of making her appointment before leaving the office or following up with requests to do so. The actions and interventions taken to resolve the issue was they refilled the pump. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.